Event description:
It was reported that following a pulsed field ablation procedure a patient death occurred. Ice (intracardiac echocardiography) was consulted at the start of the procedure and checked again at the end of the case, no changes in the pericardial space were observed at that time and the patient was stable when moved to recovery. Due to the afternoon timing of the procedure, the patient was kept overnight for their recovery period. Early the morning after the procedure, approximately 1 am, cardiac tamponade was identified. Drainage was performed and cardiopulmonary resuscitation was required, after which the patient was admitted to the cardiac intensive care until the patient died later that same evening. The official cause of death has not yet been determined. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).